Manufacturer narrative:
It was reported that the patient was hospitalized and discharged on (B)(6) 2023. This report is submitted on may 11, 2023.

Event description:
Per the clinic, the patient experienced an infection and extrusion of receiver/stimulator through the skin. The patient was treated with oral and IV antibiotics (specific date not reported). Subsequently, the device was explanted on (B)(6) 2023 and there are no plans to re-implant the patient as of date of this report.

Manufacturer narrative:
This report is submitted on march 17, 2023.